Event description:
The account alleged the head up does not work. No injury reported.

Manufacturer narrative:
The hydraulic manifold runs but no head up function. Tech informed the account to swap coils with wires to isolate the issue or test with the manual foot pump. The account replaced the head up valve to resolve this issue.